Manufacturer narrative:
Further information will be provided pending the conclusion of the manufacturer's investigation.

Event description:
It was reported by an overseas arjohuntleigh rep that the bed was in the general ward with a patient on it (not in operating use at the time), when it started moving up and down on its own. As the bed was in the general ward, the patient was shifted to another bed immediately without any kind of injury or health problem. Later when not in use and inspected by the facility's engineer, the backrest movement was also operating inwards uncommanded.